Manufacturer narrative:
This lead was explanted and a new lead was successfully implanted. This lead was returned. Upon receipt at our post market quality assurance laboratory, it was noted that the helix was slightly bent to one side. In addition a minor bend in the coil between electrode tip and distal ring was observed during testing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead dislodged. A revision procedure was performed to replace this lead. No additional adverse patient effects were reported.